Event description:
The device was removed due to "excessive periprosthetic capsule formation around the reservoir", secondary to "inability to deflate and forced inflation after maximum deflation". As reported to co, the connector(s) only were removed and replaced: leaving in place the pump/cylinder set, catalog #9916sn, serial #700567 and reservoir, catalog #9075k, serial #196681. 3/24/97 - upon add'l info provided by the physician/surgeon, he stated, "the pt has demonstrated continual difficulty learning how to deflate his 3-piece inflatable penile prosthesis. He did not followup as requested and had developed excessive periprosthetic capsule formation of the reservoir. Procedure: a small incision was made directly over the tubing, allowing the connector to be delivered into the wound. The connector was removed from continuation. The reservoir was forcibly filled with 150cc total saline with palpable splitting of the capsule at about 47-50 cc fill. At this point, all fluid was removed from the reservoir. A total of 60 cc was placed in the system.